Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The rp tibial tray impactor is broken.

Manufacturer narrative:
Update 4/10/2017 - upon examination of the returned device, the impactor was found to be just cracked instead of broken as reported. This is not a reportable malfunction, product was reported in error.

Event description:
Update 4/10/2017 - upon examination of the returned device, the impactor was found to be just cracked instead of broken as reported.